Manufacturer narrative:
D2b - additional pro code (product code): lit g4 - additional premarket / 510(k): k110122, k141521.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the superficial femoral artery. A 6.0 x 150, 135cm mustang was used for dilation. The innova self-expanding stent was placed in the artery. When the balloon was advanced into the placed stent, it was noted that the balloon tip became stuck on the stent strut and the balloon catheter could not pass through. The procedure was completed with another of the same device. No patient complications were reported.